Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented remotely via merlin.net transmission with episodes of vt. Review of the transmission revealed patient received inappropriate hv therapy for af with rapid ventricular response. Programming changes were recommended.

Event description:
New information received indicated that programming changes were made to the device. Patient is fine.